Manufacturer narrative:
The user reported discrepancies between bg and sg readings. Escalation analysis indicated that the observed differences could not be attributable to a definitive root cause, as the sensor data available in the data management system (dms) did not show any evidence of system malfunction. As a proactive troubleshooting measure, customer care recommended a sensor-relink to allow the system to reinitialize and correct any potential calibration misalignment. However, sensor re-link was not performed because the user reported an issue with the transmitter detecting the sensor signal. Troubleshooting of this issue could not be completed as the user reported pain at the insertion site. The user was advised to resume use of the system once the addressed issues are resolved and to call back if the issue persists for further troubleshooting. The user agreed with this assessment. As per the data management system (dms) review, the user stopped using the system on 04 jun 2026.

Event description:
Senseonics was made aware of an incident where user reported an event where the cgm showed results that are different from blood glucometer measurements. No injury or medical intervention was reported.